Event description:
Patient reported tear in line. Hole or slit is located at the female end of connector. Patient placed on 1 gm kefzol prophylactically. Patient did not develop peritonitis. Sample is available for evaluation.